Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a few hours after the customer completed pump training, intermittent cartridge alarms occurred (alarm 30) during the basal delivery with multiple cartridges. Customer reported they were not using pump for insulin therapy, and the cartridge was only filled with saline at time of event; therefore, there was no adverse impact. Reportedly, the customer continued to use manual injections for insulin therapy.